Event description:
It was reported that while using a (B)(4) stapler, after being applied the bad position of the staples led to a bad healing of the patient's wound.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35r 6/box lot # 73b1900652 was manufactured on (B)(6) 2019 a total of (B)(4) pieces. Lot was released on 03/11/2019. DHR investigation did not show issues related to complaint. Revision of (B)(4) rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions can not be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint can not be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while using a 528135 stapler, after being applied the bad position of the staples led to a bad healing of the patient's wound.